Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened and creased up button dome switch. No unlocked lcd keypad connector. The insulin pump had minor scratched lcd window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they changed the infusion set and the pump cannot complete the rewind sequence. Customer also indicated that the act button does not work. Customer's blood glucose was 82mg/dl at the time of incident.customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.